Event description:
Colonic tissue bleed detected during 2 seperate colonoscopy procedures while using medivators egp-100 irrigation pump. Note that the two patients affected were reported as elderly.

Manufacturer narrative:
The case states that there were two reported incidents where patients' colon started to bleed when the physician was irrigating during colonoscopy procedures. The machine used in both procedures was the medivators endogator egp-100 irrigation pump used in combination with the medivators endogator irrigation tubing 200230 and the medivators endogator auxiliary water jet connector for olympus endoscopes. This complaint was reported by the nurse manager at the user facility via email to a medivators sales representative. The facility had recently purchased the irrigation pumps from medivators. Soon after this complaint was received, the sales rep visited the facility to investigate the cause. The nurse manager shared a picture and it was reported that the colon wall tears were similar to a knick from a razor. It was also reported that the cause was probably not from the pressure of the irrigation, but a result of the physicians technique in combination with the age of the patients, whom were both reported as elderly. Neither patient suffered long-term injuries or were hospitalized. They were both released the same day as their procedure. Pictures were not released by the facility to be added to this report. The medivators sales representative is still in close contact with this customer. Medivators is still monitoring this unusual complaint. There have been no additional reports of patient issues with regards to high pressure using the irrigation pump. The irrigation pump in question has been returned to medivators for evaluation. If additional information is received and it is concluded a malfunction of the pump was the potential cause of these injuries, then medivators will submit a follow up report. This complaint will continue to be maintained within medivators complaint system.